Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is low. The rse evaluated the device on remotely. It was determined that this was an exhausted battery the replacement for which is no longer available due to the device being at end of life. The device was removed from service. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.